Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of severe difficulty breathing, fainting, angina, and uncontrolled htn, which warranted ER evaluation and observation. The definitive etiology of the events was not disclosed; however, the patient is known to have a significant cardiac history. Per the pdrn, the events were unrelated to any fresenius product(s) or device(s). Hypertension in esrd patients receiving rrt is common and often inadequately controlled. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient woke up with severe difficulty breathing. When attempting to stand up, the patient fainted and was taken to the hospital. The patient also stated there was some swelling noted as well. The discharge summary was received on 16/sep/2020, which disclosed the patient presented to the ER due to uncontrolled hypertension (htn) and angina (difficulty breathing, and the fainting episode were not mentioned within the discharge summary). It appears the patient was kept for observation from (B)(6) 2020 (5:02 pm), however the document does not reveal any medical intervention was performed. The patient was given a follow-up appointment and encouraged by the physician to attend, as the patient tends to cancel or skip. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported the events were unrelated to ccpd therapy and/or any fresenius product(s) or device(s).